Event description:
The event is reported as: alleged issue: staples jam during application. No patient injury reported.

Manufacturer narrative:
No sample will be returned for investigation. DHR review revealed no issues related to complaint. Complaint not confirmed. Manufacturer will continue to trend relating complaints.